Manufacturer narrative:
Internal file number - (B)(4) correction: reported device code (B)(4) updated. Evaluation summary: analysis was performed on the returned device. The reported cuff miss/ suture retrieval issue was confirmed as a link detachment. Additionally, device analysis identified an anterior cuff tab was detached and not returned. Cuff tabs measure one one-hundredth of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous report filed, additional information was received: the proglide device issue was clarified as a cuff miss. The successfully preplaced sutures of two other proglide devices were used after the procedure to achieve hemostasis.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device via a 5f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a proglide device issue occurred. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved with another proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.